Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2014 with the following findings: a review of the pump¿s black box history showed that multiple loss of prime warnings with zero force were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be out of the required specifications. The force sensor resistance reading was found to be out of the required specifications. Moisture corrosion was found on the force sensor plate. No intermittent conditions were found to the force sensor circuit. The loss of prime issue was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.